Event description:
A remnant of the balloon involved was left behind on the scope after the procedure and went through the high-level disinfection process. It is not clear if the balloon was not fully removed prior to reprocessing or it broke, leaving the elastic band behind. This went unnoticed to the team due to the color of the balloon being similar color to that of the scope. It does not appear there are other options for colors of this balloon. This a request to consider manufacturing these balloons in a different color other than off-white, to ensure the balloon is easily identifiable.